Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during therapy. The technical service representative (tsr) explained the alarm to the home patient (hp), assisted to clear the alarm, and advised to notify the nurse. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp, it was revealed that the nothing was noticed with the supplies and that using the new supplies cleared the alarm. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The actual sample was discarded; one companion sample was available and requested for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.